Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k152 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot k152 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trend was detected for this complaint category. Photographs were provided by the customer for evaluation. The kit and smart card were not returned. Review of the photographs confirmed an alarm #7: blood leak (centrifuge chamber) alarm during the collection phase of the treatment. The customer supplied photographs showed that the centrifuge bowl had dislodged out of the bowl holder and impacted the leak detector strip inside the centrifuge chamber during the treatment. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the centrifuge bowl not properly locked into the bowl holder during the treatment. A material trace of the bowl assembly and its components used to build lot k152 found no related non-conformances. The requested device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the bowl break is most likely due to improper installation of the centrifuge bowl into the bowl holder. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 25-apr-2023.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke after approximately 200ml of whole blood had been processed. The customer aborted the ecp treatment and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition and started another ecp treatment with a new kit. The customer discarded the kit and returned photographs for investigation.